Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found air bubbles in the buffer syringe, which suspected the buffer valve issue. The fse replaced the buffer valve, ise mix motor, and cleaned the sample pot to resolve the issue. The fse performed verification testing successfully without further issues. The instrument resumed to normal operation. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results involving their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.